Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing. This was observed while inspecting the set, after connected to an albumin bag and set up on an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspect lot number is r24h22024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are not confirmed; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is not confirmed; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.